Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient during transport. The nurse had checked the new sprintpack (battery) connection and restarted the ventilator using the on/standby button. The ventilator powered on and then shut down again with an audible alarm. The ventilator was then connected to the bus main power and operated correctly without incident for the remainder of the ride. No patient harm reported.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. During bench testing, the ventilator had shut down with an audible and visual alarm. Internal inspection revealed a loose screw inside the ventilator which was making contact with the mainboard and power board. When the loose screw was removed, the ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.